Event description:
The user facility reported that an employee obtained an injury while unloading their evolution transfer carriage from the sterilizer. No medical treatment was sought or administered. The user facility did not disclose specific details pertaining to how the employee obtained the injury.

Manufacturer narrative:
A steris technician arrived onsite to inspect the evolution transfer carriage and found that the height on one of the front casters required adjustment to properly align with the docking station. Due to the misalignment, the transfer carriage's locking mechanism was not able to properly engage with the docking station. The transfer carriage height was corrected by adjusting the height of the caster to properly align with the docking station. The unit was tested, confirmed to be operational, and returned to service. It is unknown if the misalignment of the front caster with the docking station was a contributing factor to the reported event. No additional issues have been reported.